Event description:
On (B)(6) 2019 I underwent a breast lift with augmentation to fix a ruptured implant. Three (3) days post op I had a right-side hematoma bigger than a golf ball removed, the following day I developed a seroma in the same spot. The seroma was drained 5+ times beginning with over 120ccs then dwindling down to 30-40ccs. I now have capsular contracture on that side and a bottomed-out implant on the left. FDA safety report ID # (B)(4).